Event description:
The complainant reported during 4 to 6 procedures, the blood pressure transducers were reading low pressure. These low pressure readings were attributed to the suspect transducers and patients were not treated for the low pressure readings. No harm or injury to the patent was reported. No information was provided that could differentiate the reports.

Manufacturer narrative:
Conclusions: the suspect device has been returned for evaluation; however, the investigation has not been finalized. A follow-up report will be submitted when additional information is available.